Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2019-01454.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coils. During the procedure, the physician placed the initial coil in the target vessel using a lantern delivery microcatheter (lantern). Next, the physician advanced and then retracted a ruby coil through the lantern and resistance was encountered. While attempting to re-advance the ruby coil, the physician pulled back and the ruby coil unintentionally detached inside the lantern. Therefore, the lantern containing the detached ruby coil was removed from the patient. The detached ruby coil was removed from the lantern and the procedure was successfully completed using new ruby coils and the same lantern. There was no report of an adverse effect to the patient.